Event description:
A nurse reported that during a cataract procedure, the occlusion bell went off. The surgeon was unable to vacuum during phacoemulsification. The cassette was exchanged, but the bell continued to go off. The system was then exchanged and a third cassette used. Again, the vacuum was "sluggish", but the surgeon was able to complete the surgery. The pt was given add'l anesthesia due to the delay in procedure. The nurse said aspiration was poor during I/a (irrigation/aspiration) as well. No harm to the pt was reported. No pt identifiers were provided upon request.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).